Manufacturer narrative:
No unexpected off no power anomalies/alerts, low battery alerts or battery icon anomalies were noted during testing. The pump passed the self test, off no power, unexpected restart, displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery alarm tests. The pump was received with high idle currents due to moisture damage on all electronic assemblies. The pump had minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump batteries were draining too quickly. The customer did not recall the blood glucose reading. The batteries were not previously used, there was no excessive button pressing, and the backlight was not used frequently. There were no unattended alarms. The customer also reported an off no power less than 24 hours after the low battery alert. A new battery cap had not resolved the issue. The blood glucose reading was 400 mg/dl. The customer declined troubleshooting for high blood glucose.